Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lefort colpocleisis, vaginal tape, cystoscopy, and perineorrhaphy due to vaginal vault prolapse, enterocele, relaxed genital hiatus, sui, hypermobile urethra, and low urethral closure pressure. It was reported that following insertion the patient experienced fecal incontinence.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, and recurrence. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, and urge urinary incontinence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.